Manufacturer narrative:
Device received stuck on medtronic logo screen after battery insertion due to corrosion on electronic board stack. Unable to verify pump error 35 due to display anomaly. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to display anomaly. Corrosion on force sensor assembly and moisture damage on motor assembly. Device received with pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, peeling/fading end cap address label, cracked battery tube area and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery error. No harm requiring medical intervention was reported. The device will be returned for analysis.